Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a gastric endoscopic submucosal dissection (esd) procedure, the distal pole tip section of electrosurgical knife fell off inside the body. The fallen off part was retrieved with a grasping forceps. The procedure was completed using a backup device. No harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A part of the electrode was melted and deformed. The detached tip was not returned. A root cause could not be identified. Based on the results of the investigation, it is likely the following may have led to the malfunction: 1. Due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation: ·the high-frequency output was set too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2. High heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3. A force to perform tissue incision was applied to the tip while the adhesive strength of the adhesive agent decreased causing the tip detachment. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.